Event description:
During a low anterior resection procedure the device was used to staple the rectum that had to be resected. The surgeon had a good vision to the operation field. He placed the device without any problems, closed the retaining pin which was in the correct positon. After setting the rotation knob in the preferred position he fired the device and cut the tissue. Once the device was opened, all staples were open and did not form like a b-shape. A purse string suture was created by hand in the rectum. After this it was possible to make an anastomose with a circular stapler. The issue was solved by the purse string suture. The anastomosis was leakproof but after surgery the anastomosis started to leak and there were some other major complications. Although there were some complications there is however no relation with these complications and the issue with the device. There was no reported pt consequence.